Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Low impedance, undersensing, and high threshold were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
Low impedance, undersensing, and high threshold were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported bipolar lead impedance was < 100 ohms, there was no capture, and intermittent sensing. Unipolar impedance was 187 ohms.